Event description:
The customer contacted stryker to report that their device would not perform the device self-test. The customer advised that the device would start the test but then shut off with the service indicator illuminated. The self-test is automatically started upon power on. Based on what was reported the device is not completing a boot cycle. Therefore, in this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Initial reporter email address was not provided and is therefore, left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not perform the device self-test. The customer advised that the device would start the test but then shut off with the service indicator illuminated. The self-test is automatically started upon power on. Based on what was reported the device is not completing a boot cycle. Therefore, in this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.